Manufacturer narrative:
Review of records found no previous complaints or issues for this patient after the permanent implant. The firm was not notified prior to the date of explant and was unable to offer troubleshooting or evaluation of the system prior to explant. Reason for patient dissatisfaction is unknown to the firm. The explanted components were not released from the medical facility for evaluation by nalu.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. Patient had previously undergone a successful trial phase with the nalu system before moving into the permanent implant. During the trial phase the patient had reported 0/10 pain and decrease in pain medication. On (B)(6) 2024 the firm was made aware that the patient was dissatisfied with the system and would be explanted that day. A full system explant occurred on (B)(6) 2024.